Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer had high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer's mother was unable to troubleshoot due to the device was not present at time of call. Customer will not be returning the device for analysis.